Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 459 mg/dl. Customer had issue that the insulin pump was make customer rewind and the insulin pump had supplied more insulin than customer needed. Customer had got multiple no delivery alarms. Customer reports alarm did not occur during manual prime. Troubleshooting was performed. Insulin pump will return for analysis.